Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of an adult plaintiff in united states on 17-jun-2016 who had essure (fallopian tube occlusion insert) placed on (B)(6) 2009 for permanent sterilization. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, and abdominal pain. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2015, she underwent a hysterectomy to have the essure coils removed. Follow up 28-jun-2016: quality-safety evaluation of ptc ptc global number: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) implanted and experienced chronic pelvic pain among other non-serious events. She sought treatment but was unable to resolve them. Almost 6 years after essure insertion, she underwent a hysterectomy to remove essure. Pelvic pain is listed in the reference safety information for essure. Considering that essure may cause pelvic pain, that in this case the pelvic pain started after essure insertion, that she never had this pain prior to essure and that no alternative explanation was provided, a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), menorrhagia ("heavy menstrual bleeding") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (diagnostic laparoscopic hysterectomy with ligasure bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, back pain, menorrhagia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorragia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), menorrhagia ("heavy menstrual bleeding") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (diagnostic laparoscopic hysterectomy with ligasure bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, back pain, menorrhagia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorragia. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information added. Real fup was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.